Event description:
(B)(6) I purchased these pregnancy tests from kroger on the 17th. I used these (B)(6) pregnancy tests as directed. One on june 18 and one on the 19th. Both tests came back with faint, positive result lines. My provider ordered a blood hcg test on the 19th, which was negative (non detect). This means that the pregnancy tests I purchased from (B)(6) both resulted in false positives. I looked at the reviews for this product and many others have experienced false positive results from these (B)(6) pregnancy tests. / upc: 00041260012495 (dillon companies, inc.) Pt: 4582. Device: 1227. Ref: mw5189940. This report captures: (B)(6) pregancy test #2.